Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-10451. The pt received the scs system on (B)(6) 2011, which included two lead extensions from different lots. It was reported the pt was no longer feeling stimulation. The physician believed the lead extensions were disconnected. The physician removed and replaced the lead extensions. Stimulation was restored post-operatively.

Manufacturer narrative:
Eval results: the complaint was confirmed. As received, testing revealed channel 4 measured open. The lead extension is kinked and the internal wire seems to be overstressed. As there was no breach of the outer tubing of the lead, this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.